Event description:
Home patient (hp) reports difficulty in priming patient line of homechoice set during apd treatment. Hp reports that was unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.